Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: (B)(6) 2024, product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial start date was (B)(6) 2024. It was reported that the patient was experiencing constipation. It is unknown if the issue was resolved. On (B)(6) 2024,  they were still constipated. On (B)(6) 2024, they reported that they "snagged" one of the leads with their thumb yesterday (B)(6) 2024 afternoon and pulled it loose. They felt they "fouled up" their data for the most recent timeframe as, since they were unsure of what to do, they did not track all of their data. They then spoke with their representative, who encouraged them to continue tracking. Support link advised patient to let their doctor know about the dislodged wire when they went in for their appointment tomorrow.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2024 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.